Event description:
The customer reported that during a case the systems monitor went grey, they were unable to take new images, and they had to reboot to proceed with the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.